Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 18909532, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had been struggling with undiagnosed abdominal pain. The physician believed that the pain was not related to the stimulator but the patient opted to have the system removed hoping that the issue would resolve. The patient underwent an explant procedure and was doing well postoperatively.